Event description:
It was reported that during a shoulder procedure using a super turbovac 90 icw wand, the wand tip detached while inside the surgical site. Fluoroscopy of the site was sued to ensure no debris remained in the pt. No further info was provided regarding the remainder of the procedure. However, no pt complications have been reported.